Event description:
Laser (moses 200 d/f/l) line broke in half and made a hole in the tech's glove. No injuries were seen to the tech or to the patient. The laser line was immediately replaced and removed from the surgical field. Manufacturer response for fiber laser moses 200 d/f/l, fiber laser moses 200 d/f/l (per site reporter). Waiting to receive the return label to send the sample in for evaluation.